Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side ¿the past few years I have had a rash, redness, hot to the touch, swelling in my breasts, and lymph nodes in my arms are swollen.¿ device remains implanted.

Event description:
Patient reported right side ¿rash, redness, hot to the touch, swelling in my breasts and lymph nodes in my arms are swollen.¿ device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, e3, h6. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.